Manufacturer narrative:
This supplemental report is being submitted to provide the results of the investigation. Updated fields: d4, d8, d9, d10, h2, h3, h4, and h6. The device was evaluated and the reported failure was confirmed. A definitive root cause could not be identified. Based on the damage pattern, it is likely the damage was thermally and mechanically induced. It is not possible to say whether there was prior damage or wear to the insulating insert, or whether the damage was triggered during the last preparation of the instrument or during the last procedure. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the ceramic tip of the inner sheath broke inside the patient. The issue occurred during a therapeutic transurethral resection of the prostate. The piece that broke was retrieved from the patient by washout after the inner sheath was removed. The inner sheath was inspected and the user was satisfied there were no remaining fragments inside the patient. The procedure was prolonged 15 minutes and completed with a similar device. There were no further reports of patient harm.